Event description:
Per medical record review, per medical record review, as noted in the "preoperative diagnoses" - the reason for the bav and resultant valve in valve (viv) was due to "persistent, symptomatic perivalvular leak (pl)." The intra-op findings also verified "persistent, symptomatic perivalvular leak" after the initial balloon aortic valvuloplasty (bav), so a repeat bav was performed. The repeat intra-op tee demonstrated no significant change in the "significant pvl." There was no mention of stenosis. A 2nd valve was placed within the first resulting in trivial pvl. The post average mean gradient (avmg) was 5mmhg and the aortic valve area (ava) was documented at 2.3 cm2.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that unknown patient or procedural factor may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : valve remains implanted.

Event description:
Approximately 2 years and 9 months post tavr procedure using a 26mm sapien 3 ultra valve, the patient underwent a valve in valve procedure due to paravalvular leak using a 29mm sapien 3 valve. The procedure was successful with no leak and a gradient of 5 on the transesophageal echocardiogram (tee).